Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi mode. The patient experienced phrenic nerve stimulation. The physician believed that the device was at elective replacement. The device was explanted. The patient was in stable condition.